Event description:
Reportable based on analysis approved on 12/29/2006. It was reported by the customer that during preparation for a stenting treatment procedure in the superfical femoral artery , "the doctor noticed blu external shaft cut." This event occurred outside of the patient's body. No patient complications were reported. Further information has been requested about this event.

Manufacturer narrative:
Device analysis can confirm that outer sheath of the device had broken circumferentially distal to the t-bar connector. The break was consistent with the distal end of the stainless steel shaft. It was also noted that the shaft was kinked at various locations along it length. The inner lumen at the location of the outer sheath break was severely kinked and twisted in appearance. As the unit was not returned in its packaging, it cannot be determined how or when this damage occurred. A review of the manufacturing record for batch #8461213 shows that the device met its material, assembly, and product specifications. Device analysis cannot conclusively determine the exact root cause of the break in the outer sheath.